Event description:
Allegedly the patient was revised due to neck fracture.

Manufacturer narrative:
Additional information received from litigation: updated implant and explant dates and part and lot numbers.